Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. Treatment, cause, and patient outcome were not reported. This is report 3 of 4 for this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. A review of all batch record documents was performed for associated lot numbers h13a03056, h12k28047, and h12k20010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).